Event description:
Boston scientific received information that during the elective procedure to replace this patient's pacemaker, this right ventricular (rv) lead was removed from service. It was reported that during efforts to remove the lead from the device header, the terminal pin detached from the lead. Therefore, the lead was surgically abandoned and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.